Event description:
On January 31st 2026, Senseonics was made aware of an incident where user experienced sensor inaccuracy. No Injury or Medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The User reported discrepancies between BG and SG readings. Escalation analysis indicated that there was no indication of an issue with the system. Overall, BG values met SG trends well. The User was encouraged to continue using the system and to call back if they observed any additional issues.